Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2012-06620. The pt had two leads (from the same lot). It was reported, the pt's scs system was explanted due to it no longer providing therapy in the needed areas.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.